Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post vt ablation procedure, upon device interrogation, there was an alert for possible high voltage circuit damage issue. Device images were sent for evaluation and it was recommended to monitor the device and lead. Physician is aware of the issue for about a year and has been monitoring it. Physician suspects this is a lead issue however does not require revision at this time. The alert had originally triggered about eight months ago and was not cleared. The impedance, threshold and sensing values were stable. Patient was asymptomatic and stable.